Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, no lubricant or other foreign matter was observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2407110 and were found to be within specification. The sample underwent these same tests and verified the product was within specified limits. A device history review was performed for the reported lot 2407110, no deviations or non-conformances were identified during the manufacturing process, all production and quality processes were verified to have been completed without issue. Six retained samples of the reported lot were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on our investigation, a root cause related to the manufacturing process cannot be identified at this time. Silicone can be visible due to poor distribution. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have received a declaration of medical device vigilance regarding the presence of a viscous substance inside the bd plastipak 10ml luer-lock syringes (ref (B)(4) and batch 2407110) as well as the bd emerald luer tip syringe 10ml syringes (ref (B)(4) and batch 240568). Is this a normal phenomenon?